Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Tested 7pcs retention samples of thread function, all results passed.

Event description:
It was reported that the relion® pen needle was difficult to attach to the pen and use. The following information was provided by the initial reporter: "relion consumer reported, pen needles are not attaching to insulin pen stated, when she does get some to attach, she's not sure she's getting complete dosage."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® pen needle was difficult to attach to the pen and use. The following information was provided by the initial reporter: "relion consumer reported, pen needles are not attaching to insulin pen stated, when she does get some to attach, she's not sure she's getting complete dosage".